Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted via the left axillary artery in a 72 year-old female patient presenting with acute myocardial infarction and cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. Prior to escalation, the patient was supported with an impella cp in conjunction with extracorporeal membrane oxygenation (ECMO), with ECMO serving as the primary hemodynamic support device and the impella being utilized for left ventricular venting. After 6 days of support with the impella 5.5, computed tomography imaging of the head identified a hemorrhagic stroke. Following this finding, a decision was made to proceed with decannulation of veno-arterial extracorporeal membrane oxygenation as well as removal of the impella 5.5 device. At the time of decannulation, the patient was reported to be hemodynamically stable with evidence of left ventricular recovery and was unable to tolerate systemic heparin administration. While on support, the impella 5.5 was operating at performance level 4 with expected flows of 2.5 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The post-procedure outcome was survival. Bleeding events, are known risks associated with being on multiple mechanical support devices.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.